Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A pinnacle cup impactor broke during insertion of an implant which caused extended surgery time while the issue was resolved. The surgeon went to impact the pinnacle cup as normal, when he went to unscrew the cup impactor from the implant, the threaded part of the instrument actually unscrewed from the instrument and remained tightly screwed in the implant. When they went to try and screw the threaded tip back into the handle, it only proceeded to advance the threaded tip through the hole of the pinnacle cup. With sterility of the ¿inner¿ part of the broken threaded tip of concern, the course of action decided upon was to remove everything, wash-out and begin again with a new cup and a different instrument set. The surgeon managed to partially engage the thread of the tip into the handle and extracted the implant. The impactor broke into two pieces and all pieces were retrieved from patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.